Manufacturer narrative:
(B)(4). Corrected information: b1, b2, h1 ¿ additional information was received that indicated this event no longer meets criteria as serious injury, but is malfunction reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mj8bssq0 number, and no non-conformances were identified. Additional information was received: the device is not available for analysis : one part of the device is inside the patient and the other has been discarded the patient is good for the moment, a radiological monitoring is programmed by the surgeon to check that the needle piece doesn't move. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient suffer any adverse consequences? If, yes what medical/ surgical intervention was provided. Are any plans in place to remove the needle piece? Patient's present condition updated us on findings at day 15 and 1 month. Is device available to be returned for evaluation? If yes, is it the actual broken needle or representative/sterile? Please provide device return status of representative samples. Update questions: what was the size of the needle used?  Was more than half the needle retained in the patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke during the procedure. A radiology was performed post op and the needle is plated against the pacemaker case. The needle piece is inside the patient. The needle was left in place and two radiological control at 15 days and 1 month have been planned. It was reported that the patient is good for the moment, a radiological monitoring is programmed by the surgeon to check that the needle piece doesn't move. Additional information has been requested.